Event description:
Customer stated "too hot on the lowest setting. Burned her back while she was laying on it." The product has not been returned for investigation. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot. Customer admitted to laying on the pad. IFU states "do not sit on, lie on, or crush pad. Avoid sharp folds." Without the presence of product, bce cannot make any further determinations.